Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test however, no rf communication with the program to download history files. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. The drive support disk was inspected and no anomaly noted.

Event description:
The customer reported via phone call of high blood glucose of 300 to 400 mg/dl and hospitalization. Troubleshooting found that the drive support cap was sticking out and not recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; attempted to verify the no rf communication with thds ii software error however, the insulin pump did communicate with thds ii software and was able to download all history files without any errors. The insulin pump passed the displacement accuracy test.